Event description:
It was reported to olympus, that the visera elite xenon light source had an e200 light source error. The issue was found during reprocessing and the procedure was completed with another device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the complaint was not confirmed. The error message was unable to be replicated. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. It was noted, however, that ¿e200¿ error code indicates turret failure according to the description in the service manual. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.